Event description:
The customer reported that a blank screen was noted with the 4k camera head. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to the cable unit. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This follow up report is being submitted to include additional information received from the customer. The following sections were updated: olympus will continue to monitor complaints for this device.

Event description:
It was further reported that the problem was first identified after the procedure was completed and the same device was used to complete the operation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the faulty cable unit could not be identified. Olympus will continue to monitor field performance for this device.